Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customers blood glucose level was 364 mg/dl at the time of incident and 365 mg/dl when admitted to hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injection and insulin drips. Customer did not allege that the insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer was assisted with troubleshooting and there were no leaks, but the infusion set cannula was bent. The insulin pump will not be returned for analysis.